Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was 419mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer did not have replacement sets on hand to complete troubleshoot and set change. The customer will be going home to replace sets and call back if issues persist.